Manufacturer narrative:
UDI ¿ (B)(4). The actual device was returned for evaluation and testing. The handpiece device was evaluated and the reported condition that the cord of the device was damaged was confirmed. The reported condition that the device was not working was not confirmed. An assessment was performed and it was determined that the device had cord damage and failed resistor (break out box motor assessment) and temperature assessment. During repair it was observed that the resistor was worn out causing the failed resistor assessment, also the motor was worn out and corroded causing the failed temperature assessment. The assignable root cause of these conditions was determined to be due to normal wear over time. The condition of the damaged cord was determined to be due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the hose of the handpiece device was not working and was damaged. During in-house engineering evaluation it was observed that the device had cord damage and failed resistor (break out box motor assessment) and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.